Event description:
It was reported that the 4.0 x 13 mm ultra stent was advanced for treatment of an unspecified lesion. The stent dislodged during use and was found in a peripheral vessel. An additional stent was implanted to compress the dislodged stent into the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.